Event description:
(B)(6) reported upon receipt unit was sterilized and brought into surgery and would not fit into reamer, during preparation for surgery.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.